Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power leads being damaged was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no additional information was provided. Per available information regarding this event, the controller was disposed. Per the reported event, the root cause of the damage to the controller appeared to have been caused by the patient¿s pet. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black and white plugs of the controller were damaged when the patient was playing with his dog. The patient's controller was exchanged.